Event description:
Event description guidant received information that at 43.5 months post implant, this implantable cardioverter defibrillator (ICD)was explanted due an earlier than expected elective replacement indicator.